Event description:
Staff members were attempting to defibrillate a pt (age and gender unk) during an open heart procedure. The staff indicated that the paddles would not discharge the unit. The staff obtained another set of paddles and defibrillated the pt. There was no adverse effect on the pt.